Event description:
It was reported that the customer experienced an issue with incorrect pump bolus calculation, which led to a blood glucose level of 43 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Technical support confirmed the pump logs, explained the functionality of the pump, including insulin on board, and assisted the customer in updating the incorrect basal settings. The customer was advised to follow up with their healthcare provider to confirm the pump settings, and no further action was required from technical support.